Manufacturer narrative:
Follow-up #1 date of submission 08/31/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. Two battery compartment cracks were observed. A battery cap was not returned with the pump; investigation was completed with a test cap. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.